Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model#: sc-4319 lot #: 20225635 description: clik x MRI anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had (B)(6) aureus (mrsa) infection at the ipg site. Symptoms were drainage and puss. Antibiotics were given. The patient underwent an explant procedure.